Event description:
It was reported that the patient began to feel a ¿heating sensation¿ with the implantable neurostimulator (ins) on and off, and also while charging the ins. The heating sensation was described as ¿would like to remove the ins to just cool it off.¿ the implantable neurostimulator recharger (insr) was not showing temp. Screens or shutting off during the charging session due to a warm antenna. The antenna was not hot or warm to the touch. The heat was sub dermal and related to the ins pocket side per the manufacturer¿s representative (rep). There were no traumas, falls, or bumped devices. Impedances looked good. The rep. Further reported that there was not a 50% or greater symptom reduction. The cause of the event was not determined. The patient was receiving effective therapy; however, the ¿pocket site¿ was still painful. The physician suggested a ¿pocket revision¿ to surgically move the ins to another site. Compatibility guidelines were requested regarding the lead and extension if this were to take place. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).